Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "discomfort and suspected intracapsular rupture" with MRI. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d2b, d4, g4, h6.

Event description:
Healthcare professional reported "discomfort and suspected intracapsular rupture" with MRI. This record is for the left side. Device was explanted.